Event description:
Supor membrane 0.2 um air eliminating filter-the male end of the filter became disconnected from the patient's clave and a piece from the filter broke off inside of the clave and stayed lodged in there. This caused the clave on the patient's central line to remain in an "open" or "engaged" position which allowed the central line to bleed back. Parents noticed the disconnection and bleeding line and alerted the rn who clamped the line and proceeded to remove the defective filter and change out the clave.